Event description:
The iab was inserted in the pt on 8/28/97 at 4:00 p.m. And removed on 8/28/97 at 9:20 a.m. The iab did not malfunction. As a result of the event, the pt had post-op blindness. The contact stated that the pt had multiple chest surgeries due to the past radiation therapy and was a redo chest surgery x3. Also, the pt went on to expire on 9/13/97 at 11:42 a.m. The death was not a direct consequence of the iab or iab therapy. Event complications: post op blindness-reported 9/14/97. Pt's current status: expired-rpt'd 9/14/97.